Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery, the pt experienced halos and "reflected vision". Both lenses were explanted. No further info is expected as the surgeon is not willing to provide add'l info. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. (B)(4).